Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation in all configurations. It was reported that before the original implant was over, the lead was pulled half-way back within the target branch. There was no diaphragmatic stimulation in the position where the lead was left. However, the position was unstable as the lead dislodged and was confirmed via chest x-ray result. The physician decided to implant a new lead. This lv lead was explanted. No additional adverse patient effects were reported.